Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process. Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was diagnosed on (B)(6) 2019 with mrsa drive line infection. The infection progressed and the patient went into septic shock. The care support was withdrawn on (B)(6) 2017 and the patient expired. No further information was provided.